Event description:
Customer reported that the insulin pump was stuck in a loop in which the customer was forced to reset the time and date. Customer reported that while changing the set, the insulin pump returned a motor error alarm. Blood glucose level was 129.6 mg/dl at the time of the call. Customer reported that the insulin pump had been dropped. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.